Manufacturer narrative:
Date of event - multiple unknown event dates. Implant date - unknown, explant date - unknown, device manufacture date - unknown. The information being reported was found in the journal article, "is recovery faster for mobile-bearing unicompartmental than total knee arthroplasty?" Taken from symposium: advanced techniques for rehabilitation after total hip and knee arthroplasty, 2009, 467: 1450-1457. Current information is insufficient to permit a conclusion as to the cause of the events. There are warnings in the package insert that state that this type of events can occur: under possible adverse effects, number two states, "early or late postoperative infection, and allergic reaction". Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity". Number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". The product and lot identification necessary to review manufacturing history were not provided.

Event description:
Information received from a journal article indicates that 103 patients (115 knees) were treated with a mobile-bearing unicompartmental device through (B)(6) 2005 and compared to a selected group of 103 patients (115 knees) treated with cruciate retaining total knee arthroplasty for bilaterally, age, gender and body mass index. The purpose of this abstract was to research if patients who underwent a unicompartmental surgery had better range of motion at discharge and shorter hospital stay than those who had a total knee arthroplasty, which it does state that results were better. (1.4 versus 2.2 days) there were 3 vanguard revisions due to instability as well as 7 oxford revisions due to tibial collapse/fracture (2), tibial loosening (2), early sepsis (1), and pain (2). No further information has been provided to date.